Event description:
Physio-control rep evaluated a device and observed that it would power off almost immediately after turning on with known good batteries. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio- control further evaluated the device at the failure analysis center and was unable to verify or duplicate the reported failure. Further extensive device testing found no failures.